Event description:
The customer reported specifically that the handpiece screws were defective and stuck during inspection for use involving an olympus colonovideoscope. The customer suspected that the cause of stuck was due to a fault with the handpiece rollers. There was no patient injury reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.